Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was concerned regarding the pump calculations for a bolus request for an evening snack and contacted tandem technical support for assistance with understanding the bolus calculations during this event. Reportedly, when the customer "did not like" the pump calculation, the customer overrode the bolus calculation which caused the customer's blood glucose level to go low. Although requested, the customer was unable to upload the pump data logs for tandem technical support to review the reported event. During a follow-up call on 5/17/2017, the customer declined to provide any further information on the reported event.